Event description:
A customer contacted physio-control to report that their device displayed an 'abnormal energy delivery' message when attempting to shock. An "abnormal energy delivery" message may indicate that the device is not delivering an adequate shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control failure analysis center further evaluated the replaced therapy pcb assembly and verified the reported issue. The cause of the reported issue was determined to be due to shorted pins 5 to 9 on diode, designator cr30. This resulted in the device displaying the "abnormal energy delivered" message, the negative portion of the defibrillation waveform to be missing, and a service code to be logged.

Manufacturer narrative:
(B)(4). A physio-control service technician evaluated the customer's device and verified the reported issue. Upon evaluation, it was observed that the device logged an error code which resulted in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device displayed an 'abnormal energy delivery' message when attempting to shock. An "abnormal energy delivery" message may indicate that the device is not delivering an adequate shock. There was no patient use associated with the reported event.